Event description:
It was reported through a research article identifying a multi-link mini vision stent that may be related to a death. At (B)(6) gestational age, due to hypoplastic left heart syndrome, placement of a multi-link mini vision stent in the atrial septum was attempted; however, the stent dislodged into the left atrium. Two unsuccessful attempts at balloon septoplasty of the atrial septum were made. During the procedure, the fetus experienced bradycardia, which was successfully treated with epinephrine and atropine. The baby was born at (B)(6) and died. Details are listed in the attached article, titled: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum. Please see the article for additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device implanted in the atrial septum. Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death, as listed in the multi-link mini vision coronary stent systems instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat the atrial septum. It should be noted that the IFU states: the multi-link mini vision rx and multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Other events related to this article will be filed under a separate medwatch report number. Article attached: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum.